Event description:
See also manufacturer report 3004209178200900789. It was reported that the pt was falling much more since her device replacement though her tremor was still controlled. She was falling approximately 4-5 times per week and experienced intermittent stimulation. The device turned off when the pt walked by a refrigerator or microwave, and when she drove under a power line. No injury was reported. Further info is being requested from hcp.